Event description:
Information received indicates the right head siderail is not staying up.

Manufacturer narrative:
The technician found the siderail latch was rusted and had debris in it causing it to not latch. The technician replaced the siderail inline spring kit to repair the bed.